Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that prior to implant, the rf telemetry could not be established with the programmer. The device was not implanted.

Manufacturer narrative:
The reported field event of rf telemetry being unable to be established with the programmer was not confirmed. The device was interrogated normally using rf telemtry in the laboratory. The cause of the field event was not determined.